Event description:
It was reported that while in use with the patient, the pumps were malfunctioning, they did not alarm when cassette was low on medication. No patient or clinical injury reported.

Manufacturer narrative:
(B)(4).